Event description:
It was reported that pump battery depleted too quickly, with caller noting rapid loss of charge despite typical daily insulin use and normal interaction with pump features. There was no reported impact to the customer¿s blood glucose level. A replacement pump was arranged while customer continued to use current pump until replacement was received.